Manufacturer narrative:
The device history records for the part number subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. From the stock check of tcs locking bone screws and the information from the sale's representative about the incident, the root cause for the tcs locking collar being out of specification could not be determined. It is unknown if the tcs locking collar of the bone screw was out of specification when the screw was removed from the tcs set or if damaged occurred during the surgical procedure that caused the locking collar of the bone screw to come out of specification. A corrective and preventive action has been initiated to perform further investigation on this incident. Instruments contained within the tcs set were found to be acceptable as they passed inspection per the standard operating procedure. A corrective and preventive action that was performed as a result of this incident. The locking bone screws that were returned from incidents with the locking collar dissociating from the bone screw where investigated under a magnifying lens. Witness marks from the locking collar and the bone screw match up in location and appearance. Most significant marks were located on the head of the screw showing a spiraling mark suggesting something stationary scraping along the head during insertion. In addition, marks were seen on the tail end of the thread suggesting the screw was put in off-angle and/or off center. A failure scenario was hypothesized to occur if the screw was placed shallow and/or off-center biased inferiorly towards the endplate with the midline slot. A test part (p/n 5302-3513) was obtained and inserted into an implant seated against bone foam to these this hypothesis. The screw was able to be mal-positioned as to disengage the collar during insertion. Magnified images were taken and the markings match with those parts that were returned from the field. Based on these findings, the root cause of the incidents was determine to be caused by the surgeon not placing the awl guide in the optimum position in creating the pilot hole as current instrument design did not allow for an accurate placement of the pilot hole. New awl guides (endoskeleton® tcs bayonetted awl guide, 2.5mm and 2.0mm) are being introduced into endoskeleton® tcs instrument sets.

Event description:
As the surgeon engaged the screw during the procedure on (B)(6) 2016 at (B)(6) hospital the screw came apart as the screw ring entered the collet. The surgeon was able to back the screw out and replace it with a 3.8 locking screw. There was no delay in the surgery and the patient is doing well. In addition, the surgeon was quite frustrated with how this set worked out as none of the screw drivers were keeping the screws on the distal tip. The surgeon was forced to use bone wax to adhere the screw to the driver and this is not good. For one thing, bone wax inhibits bone growth and that is the goal of the fusion. For another thing, it makes our instrumentation look lousy in the eye of the surgeons.

Manufacturer narrative:
The device history records for the part number subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. From the stock check of tcs locking bone screws and the information from the sale's representative about the incident, the root cause for the tcs locking collar being out of specification could not be determined. It is unknown if the tcs locking collar of the bone screw was out of specification when the screw was removed from the tcs set or if damaged occurred during the surgical procedure that caused the locking collar of the bone screw to come out of specification. A corrective and preventive action has been initiated to perform further investigation on this incident. Instruments contained within the tcs set were found to be acceptable as they passed inspection per the standard operating procedure.

Event description:
As the surgeon engaged the screw during the procedure on (B)(6) 2016 at (B)(6) hospital the screw came apart as the screw ring entered the collet. The surgeon was able to back the screw out and replace it with a 3.8 locking screw. There was no delay in the surgery and the patient is doing well. In addition, the surgeon was quite frustrated with how this set worked out as none of the screw drivers were keeping the screws on the distal tip. The surgeon was forced to use bone wax to adhere the screw to the driver and this is not good. For one thing, bone wax inhibits bone growth and that is the goal of the fusion. For another thing, it makes our instrumentation look lousy in the eye of the surgeons.